Manufacturer narrative:
H.6. Investigation summary: bd did not receive samples or photographs from the customer in support of this complaint. Retained samples could not be tested because the lot number was not provided. Bd was unable to duplicate or confirm the customer¿s indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode. The device history records could not be reviewed because the lot number was not provided. Complaints received for this device and reported conditions will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® k2e 10.8mg plus blood collection tubes that there was a cracked tube. The following information was provided by the initial reporter: a crack in the sample tube, noticed during sampling. New serum tube taken and re-prick and re-print. No impact on further donation.

Event description:
It was reported that while using bd vacutainer® k2e 10.8mg plus blood collection tubes that there was a cracked tube. The following information was provided by the initial reporter: a crack in the sample tube, noticed during sampling. New serum tube taken and re-prick and re-print. No impact on further donation.

Manufacturer narrative:
D4. Medical device lot #: unknown . D4. Medical device expiration date: unknown . H4. Device manufacture date: unknown . H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.